Event description:
The customer called for help with her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned for evaluation.

Manufacturer narrative:
This complaint was not made a potential MDR until more information was obtained from the customer, so it will be submitted past the 30 day window.